Event description:
It was reported that an ilet user experienced persistent elevated glucose reading during a period of irregular holiday meals, with frequent meal announcements and suspected incorrect meal sizing. The care team elected to perform a factory reset and guided the user through date/time setup, continuous glucose monitor (cgm) pairing, cartridge and infusion set replacement, weight entry, and return to bionic mode, followed by successful pairing with the mobile app. Symptoms included hyperglycemia, with a reported glucose of 320 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to incorrect meal size announcements made by user. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.